Manufacturer narrative:
Other relevant device(s) are: product ID: 9735858, serial/lot #: unknown. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The connector was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned connector was found to be in good condition with no apparent physical damage. The connector also passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the c-arm port was not working on the navigation system, another system was brought in and two c-arms worked on it without issue. There was less than an hour delay in the procedure. No impact on patient outcome.